Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery out limit alarm during normal use. The customer's blood glucose was 145 mg/dl at the time of incident. The customer performed troubleshooting was done for blank display. The customer stated that the insulin pump came back on. The customer does not recall any significant events leading to blank display. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.